Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had a no delivery alarm and failed battery alarm. The customer¿s blood glucose level was 222 mg/dl. Customer stated that the insulin was not exited. Customer also stated that they received battery failed alarm. The product will not return for the analysis.